Event description:
It was reported that noise occurred on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that noise occurred on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.